Event description:
It was reported that there was erosion of the pacemaker pocket. The patient came in for staple removal and a light brown fluid was seen dripping form the incision. The wound was cleaned, dressing applied and antibiotics prescribed. When the patient came back for a wound check there was an opening in the middle of the incision where the device and leads were exposed. Blood cultures were taken and there was no growth after twenty four hours. The patient was admitted for pacemaker and lead explant and a leadless pacemaker was implanted. Patient was also placed on intravenous (IV) antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.